Manufacturer narrative:
Corrected data: the manufacturing site reported that the date of manufacture for the device is 1998 (only year was provided). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted. Placeholder.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
(B)(6). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. Manufacturing date requested but not available at the time of this report. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that patient presented at 1 day post lasik treatment with dlk (diffuse lamellar keratitis ) on both eyes. Patient was treated with prednisolone 20mg/day x 3 days and pred-forte every hour for 1 week then taper. The account reported that dlk is regressing as a result.